Manufacturer narrative:
Block b3: approximated to may 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date, on an unknown anatomy. During the procedure, difficulty was observed in detaching the clip from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.